Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation aspirated air causing bubbles inside the sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported that there were no abnormalities during the prep of the sheath. Dilator was inserted during preparation, guide of exchange during the insertion in the left atrium, and finally the farawave during the insertion of it (with inside the rosen boston guide) and air was observed in that moment the farawave was inserted. The method of flushing is the pressure bag (as always in that center). Bubble seen in the sheath shaft. Guidewire was in the perfect position, right inside the farawave.

Manufacturer narrative:
Device technical analysis: the faradrive sheath was leak tested according to specifications and failed the testing due to a potential leak in the flush lumen line. Microscope inspection found the flush lumen to be torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path in the flush lumen line

Event description:
It was reported that a faradrive steerable sheath clear during preparation aspirated air causing bubbles inside the sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned. It was further reported per gfe: no abnormalities during the prep of the sheath. Dilator was inserted during preparation, guide of exchange during the insertion in the left atrium, and finally the farawave(fw) during the insertion of it and air was observed in that moment the fw was inserted. The method of flushing is the pressure bag (as always in that center). Bubble seen in the sheath shaft. Guidewire was in the perfect position, right inside the fw.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear during preparation aspirated air causing bubbles inside the sheath. To solve the issue the device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.